Manufacturer narrative:
This report concerns the flow meter that could not obtain stable values. The device was evaluated and determined that the flow sensor had failed, apparently due to damage sustained during its transport. The installation of the device was the first time it had been used. A replacement sensor was installed and specified function of the flow meter was restored.

Event description:
During routine preventive maintenance, the system's gas flow meter could not be calibrated. A replacement flow meter was installed, which could not obtain stable flow values. A replacement flow meter was installed and specified function was restored. There was no adverse consequence to a patient as a result of this event.